Event description:
During use, the deltapl cere coil 10 sys 2x6 coil (cpl10020630/g15625) would not detach-customer has kept coil and I will be picked up. The coil was removed, and no patient injury was reported. A sl 10 microcatheter was used. The device will be returned for analysis. After the event, the same microcatheter was used with other coils, and an enpower dcb (blue) and enpower cable were used with the coil system. Pre-deployment electrical check was not performed prior to inserting in the patient. No further information was provided.

Manufacturer narrative:
The device was not returned for analysis. During use, the deltapl cere coil 10 sys 2x6 coil ((B)(4)) would not detach-customer has kept coil and I will be picked up. The coil was removed, and no patient injury was reported. A sl 10 microcatheter was used. The device is not available for analysis. After the event, the same microcatheter was used with other coils, and an enpower dcb (blue) and enpower cable were used with the coil system. Pre-deployment electrical check was not performed prior to inserting in the patient. No further information was provided, and the device was not available for analysis. The device was not returned for analysis, and review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event coil not detaching could not be confirmed, since the device was not returned for analysis. With the available information it is not possibly to determine the cause of the event, but it is probable that procedural factors contributed to the event. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel conformation and procedural issues may have contributed to the reported event.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. (B)(4).